Event description:
Eea stapler misfired in constructing ileostomy (barnett's pouch). Firing was irregular. The stapler fired but had not close circumferentially. The handle with a circular blade was markedly bent and twisted. Required creation of new pouch and a second staple firing that was successful.